Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that during the surgery a skin burn at the right leg was detected with a biological damage of 5-6%. The event might be caused by the liquid that leaked out from vapr vue device (the device was used with its handle piece vapr tripolar 90), presumably due to its malfunction. The radiologic exams add no additional information pertaining to the device failure reported. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, the reported issue cannot be duplicated, and no other fault was found. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be determined. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information:this complaint was opened following the receipt of the capital equipment code. Upon further review, (B)(4) is reporting on the vapr generator, and (B)(4) is reporting on the vapr handpiece. UDI: (B)(4).

Event description:
It was reported via affiliate that a patient underwent capsulotomy and endoscopic psoas release and during the surgery a skin burn at the right leg was detected with a biological damage of 5-6%. The event might be caused by the liquid that leaked out from vapr vue device (the device was used with its handle piece vapr tripolar 90), presumably due to its malfunction. Additional information received from the affiliate reported the procedure was not delayed and the patient received a consultation from a plastic surgeon. The affiliate was able to confirm the procedure was completed with the same device but additional instrument or patient details could not be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported on date 02/15/2020 a patient underwent capsulotomy and endoscopic psoas release and during the surgery a skin burn at the right leg was detected with a biological damage of 5-6%. The event might be caused by the liquid that leaked out from vapr vue device (the device was used with its handle piece vapr tripolar 90), presumably due to its malfunction. The wo-489288 was completed. The system was unavailable for evaluation in the service center, therefore unavailable for a physical evaluation. The complaint reported was not confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.